Event description:
Caller alleging discrepant inratio value. (B)(6) 2015, inratio = 3.6; repeat inratio = 4.2; 2nd repeat inratio = 1.6. Tests performed within eight minutes. (B)(6) 2015 inratio = 2.7. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: investigation pending

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. After reviewing all historical testing for lot 355006, no product deficiency was found for this lot. A review of the manufacturing records for lot 355006 did not uncover any relevant non-conformances. The lot meets release specification. One user issue and two improper techniques were identified in the complaint. These reasons cannot be ruled out as causes for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.